Manufacturer narrative:
A1-a4: no patient involved. There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module had a red battery display indicator and audible alarm when the power module was plugged into wall power. The batteries were replaced, and the power module was sent to the biomed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of battery fault on the power module was not confirmed as no products were returned for analysis. Additional information provided indicated that exchanging the internal battery resolved the issue. It was also noted that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 16apr2013 via customer order (B)(4). Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.